Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the lead exhibited high impedance measurements. The lead was removed and replaced. No patient complications have been reported as a result of this event.